Event description:
On (B)(6) 2010, a miniarc mesh device was implanted during a "cystocele/rectocele procedure." It was reported that, "I am experiencing cramping pain, little bleeding off, constant discomfort, burning and painful sexual intercourse."

Manufacturer narrative:
Should add'l info become available regarding this event it will be -re-evaluated and a f/u report will be sent.